Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument moved in the intended direction, however further that the expected one. The timing was appropriate and there was no shakiness and/or friction. The procedure was completed with no reported patient injury. An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. There was no instrument-to-instrument or system arm-to-arm interference nor external collision. The issue was persistent. The issue occurred while closing the maryland bipolar forceps instrument jaws. The arm drape will not be returned. The device was not inspected prior to use. The reported issue occurred approximately 60 minutes after starting the procedure.

Manufacturer narrative:
An return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken input disk. The input disk #2 was found completely detached from the housing base. The complaint was confirmed based on failure analysis.